Manufacturer narrative:
Product analysis: the valve remained implanted, therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged during post-im plant balloon aortic valvuloplasty (bav). It was reported that balloon aortic valvuloplasty (bav) was performed during first valve due to mild-to-moderate paravalvular leak (pvl). It was reported that possible loss of capture during pacing with a non-medtronic pacing lead may have caused the balloon to dislodge the valve from the native annulus. Subsequently, a non-medtronic valve was also implanted. One day post-implant of the valve, a permanent pacemaker was implanted due to complete heart block (chb). No additional adverse patient effects were reported.